Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Unit was monitored for 3 days and no power error or low battery alarms noted during testing. No unexpected low battery alarms found at the downloaded pump history. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Unit received with minor scratches on case, keypad overlay texture damage and minor scratches on lcd window. (B)(4).

Event description:
It was reported that the insulin pump alarmed low battery alert less than 1 week. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that power supply error occurred multiple times. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.